Event description:
Reporter reports patient received treatment at hospital for hyperglycemia. Reported unfamiliar with pump therapy and called for information. Patient just returned from traveling across time zones and not adjusting well to change. Pump inspected and returned to customer.